Event description:
It was reported by a patient family member that the right atrial lead was "completely blocked" and it "can't even be moved." It was also noted by the family member that the lead was going to be replaced. Follow-up with the physician was attempted, however, no further information was provided. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.